Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing and medication was not found. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist (tss) dialed in into station ecflmsupx1 and found that station have patient interface delayed notice. The tss reviewed the cce application server deployment history and identified multiple failed rss package deployments ("interface services utility - cce, build 1") across several dates, along with one rss cloud wsus redirect package in not started status. Dialed into cce server wfdvwpintpyx02a, ran message tracing, and confirmed adt messages are current and crossing successfully to the es server; uptime indicated a recent reboot. The customer confirmed that the orders were crossing as expected. The system functioned as intended after the technical support specialist investigated the device.